Manufacturer narrative:
Patient city: (B)(6). Patient country: spain.

Event description:
Reference number: (B)(4). Event occured in spain. It was reported that the patient, faced tape not sticking due to sweating event on (B)(6) 2026. No further information is available.